Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® clear pvc soft seal® cuff tracheal tube cuff had a leak and the pilot balloon was "unusually soft." The operating department practitioner (odp) and anaesthetist applied cricoid pressure and added more air to the tracheostomy tube cuff. After monitoring for a couple of minutes, it was observed that the cuff continued to deflate. Upon inspection, it was observed that the cuff had a very obvious leak. It was noted that the tube had been intubated and secured without issue and that the cuff had been sufficiently inflated the first time. The patient was successfully intubated with a new tracheostomy tube. No patient injury was reported.